Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken instruments reported to me by (B)(6) staff. Not related to an operative case. The femoral augment plug puller has a tear in the plastic sheath that covers the straight metal rod. Csd will not accept for processing. The t handle has a deep crack in the white plastic. The femoral impactor has a fine crack in plastic is a risk of breaking with continued use. Csd will not accept these items for processing. Csd staff stated "sterility cannot be guaranteed".

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.